Manufacturer narrative:
On 02-may-2025, mentor received additional information about the event. An updated explantation date ((B)(6) 2025) was reported. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 550cc gel breast prostheses when the right breast prosthesis ruptured post implantation. A 1600 pound horse fell on the patient¿s chest. Rupture of the patient¿s right breast prosthesis was diagnosed via a physical exam and via mammogram/ultrasound. The scans also showed a cyst in the left breast. Additionally, the patient developed baker grade IV capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 650cc gel breast prostheses on (B)(6) 2025. During explant surgery, the right breast prosthesis was removed intact. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-03310 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected ruptured of right breast prosthesis, right breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).